Manufacturer narrative:
Prior stroke covered under MFR# 2916596-2016-00568. (B)(4). Approximate age of device ¿ 5 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the ER with headaches and was admitted on (B)(6) 2016 after a CT scan showed evidence of a subacute posterior cerebral artery stroke. A blood culture on (B)(6) 2016 showed (B)(6); however, repeat cultures were (B)(6). The patient was treated with antibiotics and discharged on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remained ongoing on lvad support at the time of the event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.